Event description:
Rptr believes that pt's death was caused by a malfunctioning insulin pump. Pt had used the pump for 2 1/2 yrs. They had a seizure in 2/02 while sleeping. Pt was treated and released from med ctr. They did not know what caused this seizure. Pt had been hospitalized over night in 6/02 with an infection at the site where the tube entered their abdomen. Pt was treated with antibiotics. Pt had a follow up visit with dr a month later and was found dead in their car 10 days later. The coroner did an autopsy and found no trauma, drugs or alcohol. Coroner is holding the insulin pump for further testing.